Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1egnm, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-feb-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having a return of symptoms, and a pelvic x-ray showed the lead had migrated from the original position. The patient was going to try new program settings and planned to follow up with the nurse practitioner to discuss if there was a need for lead revision in the future. The issue was not resolved at the time of the report.